Manufacturer narrative:
The returned product was visually inspected and determined that no functional testing could be conducted due to the duckbill missing a section that would enable the product to hold a seal. The seal was then disassembled to gain access to the internal components to further examine the duckbill. Engineering tried to replicate the cut with units from a different lot but was unable to do so while using the trocar properly. Several unconventional configurations were used to try to reproduce the cut. Only while using laparoscopic scissors, inserting the instrument at an extremely low angle, could the incident be reproduced. The product information data sheet states, "extra care should be used when inserting angular and asymmetrical instruments, cush as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing. This ensures the quality of the product when used appropriately. This document serves as our initial and final report.

Event description:
"Piece of 5mm seal broke off, was spotted by (tech). It was then suctioned up and taken out of specimen cannula by r.n."